Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 456 mg/dl and their insulin pump received no delivery alarm after multiple set changes. The customer¿s blood glucose level was 200 mg/dl. The customer reports alarm occurred during manual prime and the event was resolved by changing complete set. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.